Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the technician observice water damage inside the ventilator. The device's sensor board, flow sensor assembly, blower motor, active exhalation control module, and tubing were replaced to address the issues.